Event description:
It was reported by the sales rep that during a laparoscopic anterior resection, the battery of the cdh25p (batch:134a62 (B)(4)) was inserted into the device in question, and the anvil was reattached to the trocar, but the issue did not improve. Another cdh25p (batch:134a62 (B)(4)) was used to complete the case. The patient is a male. He is hospitalized. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 134a62. (B)(4). The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: the colostomy was performed. It is unknown if it was planned ahead. The patient's condition is stable as of (B)(6) at 12p.m. Additional event information received on 9_nov_2021. Leakage occurred after the surgery. No reoperation was performed. The surgeon assumed that alleged deficiency of the device caused leakage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? Was the patient¿s hospital stay extended longer than the normal stay for this type of surgery? If yes, does the surgeon feel the extended stay is associated to the cdh25p device? If so, why? Please provide the sequence of use for the devices that were used in the case. How many of the 3 reported devices were used in the case? What was the rationale for replacing the anvil instead of leaving it and attaching the second cdh25p device to the first anvil? Can you please confirm if the colostomy was pre-planned for this case? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/06/2021. Additional information was requested, and the following was received: what was the indication for surgery? No further information is available. Was the patient¿s hospital stay extended longer than the normal stay for this type of surgery? No further information is available. What was the rationale for replacing the anvil instead of leaving it and attaching the second cdh25p device to the first anvil? No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/26/2022. D4: batch # 134a62. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was reloaded with staples and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.